Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on december 19, 2023, with lot number 1828739. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.